Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No patient symptoms were documented. According to the patient, they felt the need to be evaluated in the emergency room (ER) becaise the "cgm reading being high or 64 mg/dl". The patient stated that their actual blood glucose reading was 34 mg/dl. The patient was treated with an IV solution. No mention of treatment specifically for hypoglycemia. The patient was observed in the ER for 5.5 hours and experienced both hypoglycemia and hyperglycemia. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.